Event description:
Patient undergoing cataract extraction by means of phacoemulsification. The emulsifier handpiece had recently come back from repair. It was flushed prior to use. During the operation, the handpiece sprayed debris into the operative field. The handpiece was removed, the eye was irrigated and as much of the debris as possible was suctioned out and sent to cytology for evaluation. A new handpiece was attached, which worked fine.